Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 50 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to difficult/unable to operate as all samples met specifications. Also, 8 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to difficult/unable to operate as all samples met specifications based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode difficult/unable to operate. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Report 2 of 2: it was reported while using bd vacutainer® safety-lok¿ blood collection set, one device's safety mechanism failed to engage and resulted in a dirty needlestick. The following information was provided by the initial reporter:"after obtaining a blood sample from a pt, when the safety mechanism failed to engage properly resulting in trying to discard the sharp into the sharps container on the wall in the room. Was it a clean needle or a used needle: used where was the injury: right hand, 2nd digit was the proper technique used: proper technique for obtaining blood specimens used but unable to activate the safety mechanism. Was medical intervention required or necessary: lab work obtained for myself and from pt per needle stick policy" there was no other health impact or consequences reported.

Manufacturer narrative:
The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. E.1. Initial reporter facility name: (B)(6) hospital) there were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k) #:k980414. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 2: it was reported while using bd vacutainer® safety-lok¿ blood collection set, one device's safety mechanism failed to engage and resulted in a dirty needlestick. The following information was provided by the initial reporter:"after obtaining a blood sample from a pt, when the safety mechanism failed to engage properly resulting in trying to discard the sharp into the sharps container on the wall in the room. Was it a clean needle or a used needle: used where was the injury: right hand, 2nd digit was the proper technique used: proper technique for obtaining blood specimens used but unable to activate the safety mechanism. Was medical intervention required or necessary: lab work obtained for myself and from pt per needle stick policy". There was no other health impact or consequences reported.